Event description:
Philips received a complaint by the customer on the v60 indicating that the pressure sensor auto-zero failed (1110a). It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the data acquisition board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the data acquisition pcba into a pi ventilator to duplicate the reported issue. Functional analysis was performed and identified that the device pressure accuracy testing passed. Tech could not duplicate proximal pressure failure from the service. The suspect data acquisition pcba operates on the stb without issue. The suspect data acquisition pca passed pressure accuracy testing as noted in the current revision of service manual. No fault found.